Manufacturer narrative:
Event date is an estimate. Exact date unknown. Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed and replaced. It was stated that this infection occurred 10-15 years ago.